Event description:
The pt reported her ig is no longer working. The pt states, he was diagnosed with an unrelated health condition approximately one year ago and has not charged her ig since. As a result, communication cannot be established between the ipg and external devices (charging system and pt programmer). The pt expressed the desire to have the ipg replaced. Surgical intervention may be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.